Event description:
It was reported that during a percutaneous coronary intervention procedure, the tip of the guide wire detached. The target lesion was located in the heavily calcified left anterior descending (lad) artery. An unknown stent was successfully implanted in the vessel. Upon withdrawal of the 185cm pt2 moderate support guide wire, the physician noted that 1cm of the guide wire tip remained in the patient's distal lad. The physician was not concerned and did not attempt to remove the wire fragment. It was further noted that the physician had intentionally induced a prolapse to the wire during original placement to aid in passage through this vessel. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)